Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598004701, lot #: 63512070. Nexgen stems, catalog #: 00598801215, lot #: 63043844. Nexgen all poly patella, catalog #: 00597206535, lot #: 63458160. Lcck nexgen femoral component, catalog #: 00599401691, lot #: 63464132. (B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00084, 0002648920-2018-00085, 0002648920-2018-00086, 0001822565-2018-00668.

Event description:
It was reported that the patient underwent a left knee arthroplasty procedure. Subsequently, the patient was revised due to loosening and infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.